Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 1256962. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
It was reported that the bd posiflush¿ normal saline syringe was damaged. The following information was provided by the initial reporter: when the flush was used for catheter flushing, the flush was found to be damaged and was replaced immediately.